Event description:
It is reported that the implant sat proud of the calcar approximately 4mm relative to position of the trial broach. The surgeon elected to explant the femoral prosthesis and counter sink the broach so the stem would sat at the calcar. Stem was re-implanted and seated to a depth that the surgeon found appropriate to restore equal leg length.

Manufacturer narrative:
Evaluation summary: the condition and dimensions of the stem and corresponding rasp are unknown. No x-rays and/or photographs are available. It is unknown if the proper surgical technique was followed. Patient is (B)(6) female with large build, however, details about bone quality and bone anatomy are unknown. It is mentioned in the surgical technique that the rasps and corresponding implants are sized such that a press-fit is created proximally. The porous surface is 0.5mm proud (per surface) in the proximal area. Thus, the implant is 1mm larger than the corresponding rasp. The press-fit engagement provides the implant with greater rotational stability than the rasp. Therefore, the expectation is for a tighter fit to be "felt" by the surgeon when implanting the stem versus the rasp. The experience reported by the surgeon suggests the stem was approximately 4 mm proud relative to position of trial broach. With the information provided a root cause for the event observed cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.